Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a site visit an incident had occurred involving a cadd solis pca infusion pump and a patient. The reporter stated that staff appear not to have selected the "new patient" function between uses, resulting in previous programming being carried over for each patient. In this instance, the pump was operating in manual mode rather than under the programmed protocol with set safety limits, leading to a higher dose being delivered. This was not noticed by staff at the time. There was patient involvement but no reported patient harm.